Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the buttons had stopped to respond. The customer stated that there is no significant event leading to keypad issue. The customer had already reverted to back up plan. The customer insulin pump is oow, advised to contact hospital for a new insulin pump.